Manufacturer narrative:
(B)(4) this device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. It was confirmed that the device was at eol battery status. External visual inspection identified no anomalies. A review of the memory confirmed the fault codes observed in the field. The device was disassembled and detailed analysis was performed on all three battery cells. One of the battery cells was confirmed to be completely depleted. Engineers determined that this device was demonstrating behavior consistent with a high current condition associated with the cathode and anode coming into contact and causing internal cell depletion.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the clinic and the device displayed a battery depletion (bd) alert. The device battery status was at end of life (eol). Device interrogation files were sent in for boston scientific technical services (ts) review. Beginning in (B)(6) 2017, the battery was depleting at an accelerated rate. Then in early(B)(6), the device recognized the unusual depletion rate and signaled the bd alert. In response to this condition, the device started to annunciate every 9 hours. The device had normal charge times and impedances were stable; however, the battery voltage had declined over time. On (B)(6) the device declared elective replacement indicator (eri) and then on (B)(6) it declared eol. Due to the unusual depletion rate, ts suggested continuous patient monitoring, as therapy may not be reliable in the current device state. The device was subsequently explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4); this report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the clinic and the device displayed a battery depletion (bd) alert. The device battery status was at end of life (eol). Device interrogation files were sent in for boston scientific technical services (ts) review. Beginning in (B)(6) 2017, the battery was depleting at an accelerated rate. Then in early-(B)(6), the device recognized the unusual depletion rate and signaled the bd alert. In response to this condition, the device started to annunciate every 9 hours. The device had normal charge times and impedances were stable; however, the battery voltage had declined over time. On (B)(6) the device declared elective replacement indicator (eri) and then on (B)(6) it declared eol. Due to the unusual depletion rate, ts suggested continuous patient monitoring, as therapy may not be reliable in the current device state. The device was subsequently explanted. No additional adverse patient effects were reported.